Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and replace the helium reservoir to address the reported failure. Functional testing and safety checks passed to factory specifications. The iabp was cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was producing a noise during an auto-fill. It is unknown under which circumstance this event occurred. However, there was no patient involvement; thus, no adverse event was reported.